Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 639 mg/dl at the time of incident. Customer did not treat for their blood glucose at the time of the call because they did not have a back-up plan available. The customer also reported they did not have any symptoms of high blood glucose. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Troubleshooting was not completed for the insulin pump. The customer's current blood glucose was 513 mg/dl. The customer also called back to report their blood glucose was 163 mg/dl in the morning and later rose to 463 mg/dl after eating. The customer declined to return the insulin pump for analysis.